Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the surgeon believed post-operative bleeding was attributed to an issue with the stapler, resulting in the patient to have a reoperation and a blood transfusion; which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex codes. B1 updated from "adverse event" to "adverse event and product problem". Annex f updated to include f2302 due to blood transfusion. Annex f updated to include f1901 due to reoperation. Annex g updated to include g0405214 due to the surgeon reporting the use of the stapler during this procedure. Annex b updated to include b13 as follow up communications were performed. Annex b updated to include b17 due to no instruments being returned. Annex c updated to include b20 due to instruments being returned for investigation nor observed events in the system logs that would suggest a product issue. Annex d updated to include d15 as no cause could be established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. The sureform stapler 60 instrument and stapler reloads used during the case are not available for return to isi for evaluation. Isi has attempted to contact the surgeon to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. The surgeon provided an event (procedure) date of (B)(6) 2020. A review of the system and instrument logs has been performed. No stapler instruments were found to have been used during the da vinci-assisted surgical procedure performed that day. As of (B)(6) 2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after completion of an uneventful da vinci-assisted subtotal gastrectomy procedure, bleeding was observed in the patient¿s ng tube. As a result, the patient underwent a reoperation and a blood transfusion was administered. Although the surgeon alleged that the sureform stapler 60 instrument and reload might have contributed to the bleed, the cause of the post-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was initially reported that after undergoing a da vinci-assisted surgical procedure, the patient was found to have blood in the nasogastric (ng) tube. The surgeon alleged that the bleeding was from the gastro-jejunostomy anastomosis and was attributed to a stapling issue involving sureform stapler 60 instrumentation. On 18-may-2020, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the reported event involved a female patient who had undergone a da vinci-assisted subtotal gastrectomy procedure on (B)(6) 2020. The surgical procedure was not recorded on video. The surgical procedure was completed successfully with no intra-operative complications or issues with a sureform stapler 60 instrument and stapler reloads. The staple lines appeared intact intra-operatively with no signs of bleeding. At an unspecified time post-operatively, blood was observed in the ng tube. The patient underwent reoperation to address the bleeding and a blood transfusion was administered. The surgeon speculated that the post-operative bleed was attributed to an issue with the sureform stapler 60 instrument and blue stapler reloads. None of the sureform products used during the case are available for return to isi for evaluation.